Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm on the insulin pump, high blood glucose levels and hospitalization. Customer¿s blood glucose level was 300 mg/dl. Customer treated their high blood glucose levels via manual injection. Customer was admitted to the york hospital on (B)(6) 2017 at 6:00 am due to high blood glucose levels. Troubleshooting for high blood glucose was performed. Customer advised they were wearing the insulin pump at the time of the hospitalization. Troubleshooting for no delivery was performed. Customer was advised to change out their infusion set and that a replacement infusion set would be sent out. The insulin pump will not be returned for analysis.